Event description:
[Oral-b/power toothbrush] head has suddenly stopped holding...cannot be stabilized...always falls out [device breakage]. Case narrative: a parent e-mail reported that their 7-year-old child's toothbrush head has suddenly stopped holding, cannot be stabilized and was always falling out. No injury was reported. Follow up: concomitant product updated. Follow up: german product notes updated- conclusion code: other, maltese product notes updated, concomitant batch lot updated.

Manufacturer narrative:
09-sep-2025, product investigation results: complained product received - user handling was identified as root cause for the complaint

Event description:
[Oral-b/power toothbrush] head has suddenly stopped holding...cannot be stabilized...always falls out [device breakage] case narrative: a parent e-mail reported that their 7-year-old child's toothbrush head has suddenly stopped holding, cannot be stabilized and was always falling out. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text: pending investigation.

Event description:
[Oral-b/power toothbrush] head has suddenly stopped holding...cannot be stabilized...always falls out [device breakage] . Case narrative: a parent e-mail reported that their 7-year-old child's toothbrush head has suddenly stopped holding, cannot be stabilized and was always falling out. No injury was reported. Follow up: concomitant product updated.